Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported regarding non-navigated spin that the system would not take a navigated spin. Representative reported all 3 of the boxes on the image acquisition screen were green throughout the entire spin. This issue occurred intra operatively and caused less than 1 hour surgical delay. No additional information provided.

Manufacturer narrative:
(H3, h6) medtronic representative went to the site to test the imaging system and inspected network port an cable. Verified proper operation of sending images to pacs and navigation. Inspected network ports on 4 navigation systems. Unable to duplicate reported issue. System passed all testing. B01, c19, d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000164, lot/serial#: unknown h2) additional information added to section a, b5, e, and additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the reported issue occurred on (B)(6) 2025. The procedure was not cancelled. The only impact to the patient was being under anesthesia for longer than necessary. The site switched out the imaging system which worked.